Manufacturer narrative:
Neither sample nor pictures were received for the analysis of complaint of leakage from the connection with the extension tube. No device history record was reviewed since lot number was not provided. Complaint for the failure mode of leaking could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was a liquid leakage from the connection with the extension tube. The event occurred during infusion. There was no reported patient harm/adverse event.